Event description:
An attempt was made to deploy a 2.75mm diameter x 18mm length endeavor rx drug-eluting coronary stent into a patient. The target lesion, located in the lcx # 11 was described as excessively tortuous and severely calcified. There was 75% stenosis at proximal of lmt-cx ostial and one other manufacturer stent at lad # 6 deployed in the past. Communication received from the field confirmed that it was difficult to deliver the relevant device due to almost 90% angular degree between lmt and lcx. The physician attempted to deliver the relevant device to the target lesion after scraping calcification using a rota bar device and after performing pre-dilatation. However, it was reported that the endeavor stent was stuck around the edge of the stent deployed at lad # 6 and was unable to advance or retract. The physician determined to pull the stent delivery system back using force to address this issue although he recognized there was a probability of stent dislodgement. As a result, the endeavor stent dislodged in body as expected. The dislodged stent was retrieved by using a snare catheter. The procedure was completed with deployment of the same size/lot of endeavor. The patient is reported to be fine and no other sequelae were reported. The physician commented that this event was not caused by the relevant device as the lesion was severely calcified and excessively tortuous. He also mentioned that the cause of the event might be related to the stent previously deployed in the lad # 6. Only the stent was returned to medtronic for evaluation. The stent was severely stretched with excessive damage to the stent segments. The entire stent was examined, and it was confirmed that all welds were present. No sharp edges or break in material was noted, therefore it can be concluded that the entire stent was removed from the stent and returned for evaluation.

Manufacturer narrative:
Evaluation results: (excessive tortuosity, severe calcification), (stent dislodged), (stent previously deployed in the lad # 6). (Secondary intervention: the dislodged stent was retrieved with a snare, another endeavor rx was deployed at target lesion).